Event description:
Due to essure, I developed excessive menstruation, painful sex, depression, uterian polys, constant abdominal pain and much more. I had to have one surgery to remove the polyps and then they immediately came back, so I opted for a hysterectomy removing both the essure and polyps.